Event description:
It was reported that while the ventilator was connected to a patient, it generated two technical error codes, one indicating disabled valves and the other indicating a failure between monitoring and breathing subsystems. It was further stated that the ventilator's screen went blank and the ventilator shutdown. The patient was bagged and the ventilator was replaced. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).